Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi66714 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 10 may 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper universal poly driver (part #: 279734000, lot #: mi66714) was received showing the distal tip was broken and the sleeve component threads were stripped. There were some scratches and discoloration on the ring component of the device. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: the outer diameter of the shaft was measured to be within the specification per drawing. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: mis: si quick connect poly screwdriver, assembly. Mis: si quick connect poly screwdriver, t20 driver shaft. Complaint confirmed? Yes, the device received was broken and stripped. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the viper universal poly driver (part #: 279734000, lot #: mi66714). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on february 24, 2021, the tip of the driver broke off. No fragments were generated. The procedure was completed successfully with another screwdriver. The patient was reported as good. This report involves one (1) viper system polyaxial screw driver t20. This is report 1 of 1 for (B)(4).